Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "illuminator would not fit through a 23 gauge trocar cannula" (fitting problem). The customer reported the illuminator would not fit through a 23 gauge trocar cannula. The illuminator was replaced and the surgery was completed. No samples will be returned as they were disposed of on site. No pt impact was reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).